Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service 078 alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. The pump failed a leak test due to the battery compartment crack. Evidence of moisture corrosion was found throughout the pump; the black box data could not be downloaded because of this. During testing, the pump was able to power on and successfully passed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no call service alarms. The complaint was not duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).